Event description:
It was reported that the patient had post-op pain resulting in the anchors being removed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: patient complaining of buttock pain and also difficulty sitting. Probable root cause: design. -sutures abraisive. Application. -excessive force used to tension repair. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient had post-op pain resulting in the anchors being removed.